Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1tzgt, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was being implanted with the ins in the operating room at the time of the call. The caller reported electrode impedance on c1, 01, 12, and 13 were showing >4000 ohms. The caller reported the patient was initially getting good motor response on 0.5v with those contacts, but the physician reseated the lead and now there was no motor response. The caller reported they re-tested the lead on an ens and the patient was getting good motor response with 0.5ma on all contacts. The physician reseated the lead back on the ins and got all contacts with electrode 2 showing >4000 ohms. The caller reported wiping and reseating the lead, and it was showing >4000 ohms on all contacts with electrode 1. The caller reported the physician was going to replace the ins. On a second call, it was reported that they had tried rotating the lead when inserting it and then had high impedance on electrode 2. Then they disconnected the lead, used an ens to get motor responses at 0.5ma or less on all electrodes but did not test impedance. The caller reported they opened a new ins and at 1.5v they were getting motor response on all electrodes when testing impedances. The caller reran impedances at 3.0v and got 02, 12, and 23 resulted as >4000 ohms not getting motor response. The caller ran the check again and got only pair 12 >4000 ohms. The caller reported later that the lead was pulled and a new lead was used to the implant. Additional information was received on 2018-nov-01 from a healthcare provider (hcp) via a manufacturer's representative (rep) indicating that the lack of motor response and high impedances had been resolved through use of the new lead. The cause of the high impedances was reported to be unknown. No further complications were reported.

Manufacturer narrative:
Lead (va1tzgt) received on (B)(6) 2018. The ins was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (va1tzgt) revealed no anomaly and normal impedances. If information is provided in the future, a supplemental report will be issued.